Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Event description:
The customer called and reported she received a motor error on the insulin pump during priming and she was unable to completely rewind the device. Her blood glucose was 221 mg/dl. The insulin pump was not exposed to a strong magnetic field. Customer was not using the sensor feature. During the rewind sequence, a motor error occurred. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.